Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis and erosion. It was reported that the patient previously fell and the tissue around the device pocket was damaged. Over the course of a few months, the damaged tissue resulted in an opening over the device and became infected. There were no additional adverse effects reported. The ra lead was explanted.